Event description:
Philips received a complaint on the v60 ventilator indicating that there was a co2 rebreathing risk alarm. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The remote service engineer (rse) informed customer of the whisper swivel, but the customer stated at that time that they did not know if the whisper swivel was in place or not at the time of the alarm. The rse informed the customer that if the whisper swivel was in place and the alarm still occurred, then it was advised by the manufacturer to replace the flow sensor assembly (fsa). The customer requested the part information for the fsa, and the rse provided it. In a good faith effort (gfe) response from the customer, it was confirmed that the initial device issue occurred with a whisper swivel attachment. The customer did not order any replacement parts, and ran the device through a full preventative maintenance check. No issue was found. The device was sent back to the respiratory department for use. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes.